Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 21mm trifecta gt was implanted. On (B)(6) 2020, the valve was explanted due to a tear on a leaflet. A competitor's perceval size s was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Explant was reported due to a tear. The tear was confirmed. All three leaflets were torn. Degenerative changes were found at the tear sites in leaflets 1 and 2. Fibrous pannus ingrowth was found on the inflow surface of all three leaflets and on the outflow surface of leaflet 1. Leaflet 1 was folded. No inflammation or significant calcifications were present. Stent posts 1 and 3 were bent. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation found loss of collagen at two of the tear sites, which is likely to have contributed to the tear formation. In addition, the pannus noted on the inflow and outflow surfaces of the valve could have induced increased stress on adjacent leaflets and created an unbalanced stress relief distribution between all leaflets during coaptation, which may lead to leaflet tears and reduced durability. Two outwardly bent stent posts were also found. An outward bent stent post may result in a localized increase in leaflet stress which may potentially contribute to the observed non-calcific leaflet tear. However, it could not be conclusively determined whether the observed stent deformation occurred before or after valve explant. The exact cause of the leaflet tears could not be conclusively determined.